Event description:
Reported via voluntary medwatch: "patient with uncontrolled pain due to disease process may have changed pump settings to get extra medication to achieve pain control. Patient received 46cc and should have only received 21cc in that period of time. Medication discontinued. Patient somewhat lethargic and confused for a period of time". The risk manager stated that they thought that the medication was dilaudid, and that the 46cc went in over 6 hours' time. No treatment was given to the patient. The pump had been put back in service at the hospital.